Event description:
Additional information received reported that the battery was replaced and the patient was doing great.

Event description:
It was reported that when stimulation was turned on, there was a jerking sensation in the patient's arms which was "off and on" and not constant. The reporter stated that the patient had the device for pain in the arms and hands and typically stimulation was felt in that location. It was noted that when stimulation was not causing jerking it was comfortable for the patient. There was no known accident or incident related to the complaint. It was reported that the sensation started a couple of months ago. It was noted that the patient was in a car accident a year ago but did not correlate the jerking sensation starting with the accident. The reporter stated that there were impedances greater than 4000 ohms on electrode pair combinations with electrodes 4, 5, 6, and 7. Other pairs were in the range of 456-617 ohms. It was reported that the leads were placed in the cervical area. It was noted that the device battery voltage was 2.56 volts and had been on since 6 a.m. The morning of the report. It was reported that the patient typically used stimulation only when she was awake. Six days later, it was reported that the implantable neurostimulator battery was low or at end-of-life and needed to be replaced. The reporter stated that there were no battery concerns. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7498-66,serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID 7435, serial# (B)(4), product type: programmer, patient. Product ID 3888-28, lot# l47827, implanted: (B)(6) 1997, product type: lead. Product ID 3888-28, lot# l47827, implanted: (B)(6) 1997, product type: lead. (B)(4).